Event description:
The hospital reported during a coronary artery bypass procedure, four heartstring iii seals failed to load properly. A replacement device was used to complete the procedure. The hospital did not report any pt effects. The hospital will reportedly not be returning one of the devices in question. The hospital was unable to provide the fourth lot number. Refer to MFR report #'s 2242352-2013-00480, 01318, and 01319 for the related reports.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review could not be performed as the product lot number is unk. (B)(4).